Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Three kinks were found on the catheter tubing approximately 35.8cm, 52.1cm and 72.6cm from the iab tip. The optical fiber was found to be broken near the y-fitting approximately 76.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that there was a fiber optic sensor failure alarm after the customer turned the patient during intra-aortic balloon (iab) therapy. They deny that the leg bent during log rolling him. They had reseated the fo plug prior to calling to troubleshoot ¿ with the same result. I guided them through transducing the central lumen of the sensation 34cc which yielded a clear waveform after aspirating numerous times. The screen shot they texted revealed they had the patient (pt) in pressure trigger. They say the pt has been in pressure trigger all weekend because post-op someone thought the waveform and timing appeared ¿better¿ in pressure. She added that the pt has lots of ectopics and is sometimes paced. After taking care of the arterial line issue I explained the desire to use ECG trigger especially when the rhythm is irregular and that someone may think the waveform appears better in pressure trigger the pt actually gets better support when able to respond appropriately in ECG trigger. To assure that the pump would stay in ECG trigger I had her reposition the patches more anteriorly on the anterior chest wall. Alternate arterial source from the central lumen was used to obtain the waveform. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that there was a fiber optic sensor failure alarm after the customer turned the patient during intra-aortic balloon (iab) therapy. They deny that the leg bent during log rolling him. They had reseated the fo plug prior to calling to troubleshoot ¿ with the same result. I guided them through transducing the central lumen of the sensation 34cc which yielded a clear waveform after aspirating numerous times. The screen shot they texted revealed they had the patient (pt) in pressure trigger. They say the pt has been in pressure trigger all weekend because post-op someone thought the waveform and timing appeared ¿better¿ in pressure. She added that the pt has lots of ectopics and is sometimes paced. After taking care of the arterial line issue I explained the desire to use ECG trigger especially when the rhythm is irregular and that someone may think the waveform appears better in pressure trigger the pt actually gets better support when able to respond appropriately in ECG trigger. To assure that the pump would stay in ECG trigger I had her reposition the patches more anteriorly on the anterior chest wall. Alternate arterial source from the central lumen was used to obtain the waveform. There was no injury or harm to the patient.